Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be depleting faster than expected. The patient had been seen one months ago and the longevity remaining was about eight months. At the most recent follow-up, however, the longevity remaining decreased to trigger explant now. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.